Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2026, under general anesthesia. During the procedure, the needle tented the serosa, which could have made a hole through which the hydrogel was able to pass into the rectal wall. At first, the post procedure images found the hydrogel in the right place, but a magnetic resonance imaging (MRI) performed on (B)(6) 2026, found that there was anterior rectal wall infiltration in the midgland. Also, in the apex, the hydrogel moved laterally around the rectum to the position of between 6 to 11 o-clock inside the rectal wall. The patient will receive a scope to document no mucosal ulceration or ischemia. The radiation treatment was delayed.